Event description:
It was reported that during a da vinci si lobectomy procedure, the surgeon tore the patient's pulmonary vein. The initial reporter indicated that while the surgeon was using a cadiere forceps instrument and a maryland bipolar forceps instrument, the patient's pulmonary vein was torn. The initial reporter also indicated that the patient received 20 units of blood and left surgery in stable condition.

Manufacturer narrative:
Based on the information provided, intuitive surgical inc. (Isi) has not determined the root cause for the intra-operative complication experienced by the patient and the patient's subsequent demise. Isi has attempted to contact the surgeon and risk management department at the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. On (B)(6) 2013, isi contacted the clinical sales representative (csr) assigned to the site and obtained additional information regarding the reported event. According to the csr, the surgical procedure was not recorded and he did not know exactly how the patient's injury occurred. The csr stated that no malfunction of the da vinci system, an instrument, or an accessory occurred during the surgical procedure. The csr also stated that the surgeon was not blaming the da vinci surgical system for the cause of the patient's demise. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013. No system errors were found to have occurred during the planned surgical procedure. This complaint is being reported due to the following conclusion: the patient's pulmonary vein was injured during a da vinci si lobectomy procedure and the patient subsequently passed away. However, at this time, there is no indication that a malfunction of the da vinci si surgical system occurred during the surgical procedure.